Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post covered stent (other manufacturer) placement in the superficial femoral artery (sfa), contrast medium allegedly leaked at the glue joint between the catheter shaft and the balloon when the balloon was inflated to approximately 20 atm. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. The device was inflated and water was seen exiting the device at the glue joint at the proximal end of the balloon. The glue joint was examined under magnification and a partial break was noted. Therefore, the investigation is confirmed for the reported leak as well as for a break at the glue joint. The partial break at the glue joint resulted in the identified leak. However, the definitive root cause for the partial break could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that post covered stent (other manufacturer) placement in the superficial femoral artery (sfa), contrast medium allegedly leaked at the glue joint between the catheter shaft and the balloon when the balloon was inflated to approximately 20 atm. There was no reported patient injury.